Event description:
It was reported that the patient with this implantable cardioverter defibrillator (ICD) received inappropriate anti-tachycardia pacing (atp) and six inappropriate shocks in different episodes due to atrial fibrillation (af) with rapid ventricular response. Boston scientific technical services (ts) consultant recommended to increase the vf zone rate cutoff or unless there is a medication issue that needs correction. At this time, this ICD remains in service and there were no additional adverse patient effects reported.